Manufacturer narrative:
Product analysis: it was confirmed that the atrial output connector assembly was broken. The display wires were found to be pinched. The keypad was found to be scratched. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The epg was returned for service.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken output connector assembly. It was recommended that the epg be returned for service, but the current status of the epgs is unknown. There was no patient involvement.